Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced black light anomaly, low battery alert, unexpected restart and external ram crc error. The customer's blood glucose reading was unknown. The customer stated that the back light does not work and she went through several batteries. The customer stated that the pump is on vibrate mode. The customer mentioned that a temporary basal was not programmed before the alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No signal too low and unexpected restart alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted.no unexpected resetting time/date after changing battery noted. The insulin pump received with no backlight due to faulty el panel. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.